Manufacturer narrative:
Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, a gastroscopy was performed and a bezoar was found at the end of the intestinal tube; the tubing was replaced endoscopically and the patient discharged with no hospitalization.